Manufacturer narrative:
Prismaflex m100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the device was not received for evaluation, however a photograph was received. The visual inspection observed that the return male luer lock cone was broken. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100, the return luer connector was observed to be damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.